Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The customer alleged the device was contaminated from cigarette smoke or insect infestation. There is no allegation of serious or permanent harm or injury. No medical intervention was reported. The device was returned to a third party service center for evaluation. Foam particles were observed in the blower kit. The device was not functional and did not communicate. The device was contaminated from cigarette smoke and/or insect infestation. The device was scrapped.